Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, a guide wire became elongated. It was a total chronic occlusion lesion. An unknown guide wire was inserted into the patient and then the unknown guide wire was exchanged to this 330cm rotawire floppy wire. Then a 1.50mm rotablator rotalinkplus was unable to advance due to resistance. It was noted that the rotawire floppy wire became elongated at the distal portion of the wire. The procedure was continued with another of the same rotawire floppy wire and rotablator ablation with the 1.50mm burr was performed. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a wire fracture.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Visual and tactile inspection presented a fracture at 329.5cm from the proximal end and a stretched spring tip. The outer diameter that could be measured were within specifications. The fractured section was sent to the (B)(4) lab for analysis and (B)(4) lab results determined that the fracture occurred due to a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).